Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer experienced the malfunction on multiple occasions and technical support resolved the issue by sending a replacement pump. Instructions were provided for returning the problematic pump using the supplied packaging, and the customer acknowledged these steps. Reportedly, the customer continued to use the pump for insulin therapy.